Event description:
It was reported that during an implant procedure involving a transcatheter heart valve, during the initial deployment attempt, the valve dislodged due to high positioning. Valve positioning on the second deployment attempt was adequate; however, after an injection, a huge aortic dissection was observed and there was a sudden drop in pressure after 1 minute. After review of the images, a small dissection at the sinotubular junction was identified that was not seen immediately. The procedure was converted to surgery, the dissection was surgically repaired, the transcatheter valve was removed, and a surgical valve from another manufacturer was implanted.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut pro plus valve; product ID: evproplus-29; serial: (B)(6); UDI: ((B)(4); manufactured date: 2025-11-18; use by date: 2027-11-18; implant date: (B)(6) 2026; explant date: (B)(6) 2026; FDA site ID: 9617601 a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.